Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore component damage and leaked the patient, diagnosed with premature infant disease, was administered a needle-free closed infusion connector with a diaphragm valve manufactured by becton dickinson medical devices (shanghai) co., ltd. On (B)(6) 2025. The connector was replaced on (B)(6). On the morning of (B)(6), leakage occurred at the connector during routine saline flushing. Upon close inspection, a rupture in the diaphragm valve was identified. Upon learning of this, the nurse took measures including replacing the septum-type needle-free closed infusion connector.

Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode since no photo nor sample was provided to perform a proper investigation. An investigation on the actual device would be necessary to confirm the reported failure mode. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. No related quality issues or deviations were found during the manufacture of the subassembly batches.